Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received a blood glucose reading of 16.2mmol/l on the contour next ez, which she felt was incorrect, so retested on the contour next and the reading was 7.7mmol/l. She did not experience any symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to her.